Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced shortness of breath, fluid in the lungs, and a perforation in the right lower lobe of the lung. On an unreported date, the pt experienced shortness of breath while at home and at the time of the event was not on the hc device. Two days prior to the receipt of this report, the pt was hospitalized for two weeks for shortness of breath and fluid in the lungs. During the hospitalization, the pt was found to have a perforation in the right lower lobe of the lung and fluid. Per the pt, the fluid was positive for peritoneal solution. Treatment for the reported event of fluid in the lungs included oxygen, a thoracentesis, pleurax catheter in right lung to assist with draining the fluid, pd therapy via cycler, chest x-rays, and antibiotic (unspecified via IV-intravenous route). While the pt was hospitalized, pd therapy was ongoing with lower fill volumes of 1500 ml per fill. The pt stated she has 4 programmed fills and a last fill of 1300 ml. The pt reported she did not experience any overfills or high drain alarms from the hc. The cause of the fluid in the lungs is unknown. At the time of this report, the pt was home, and was recovering from the shortness of breath and fluid in the lungs. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unreported date in 1998. The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.